Event description:
The surgeon at the clinic, reported to the operative assistant, that "a revision surgery was performed on (B)(6) 2012 because an adverse reaction to chrome cobalt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.